Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The field service engineer (fse) inspected the module and determined the worn rinse tubing and the high rinse water level had caused the event. He replaced the rinse tubing and adjusted the rinse water levels. He performed a failed precision check. He then performed a full decontamination of the module including the vacuum vessels. He replaced the vacuum diaphragms and reagent nozzles. He verified the module's performance by successful mechanism checks, air purges, and precision checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple assays for an unspecified number of patient samples tested on a cobas 6000 c (501) module. An example of discrepant results was provided for 1 patient sample tested for trigl triglycerides. The initial result was 15 mg/dl. The repeat result was 382 mg/dl. The repeat result was deemed correct. The initial result was not reported outside the laboratory as the reporter received numerous invalidating flagged or close to zero assay results from the analyzer, prompting the patient sample rerun.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c (501) module is (B)(6). The investigation is ongoing.